Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there was leaking in the tubing and in the bladder inside. There was also report of a foreign object inside the container. It is unknown if there was a patient involved.